Event description:
The following was reported by a sales rep: it is alleged that the pt was implanted with the composix kugel hernia patch in 2007. The pt alleges that she received notice of a recall on the composix kugel hernia patch from the FDA (note: this specific product was not recalled). The pt requested that her surgeon remove the mesh. That pt had no complaints of any type related to the product. On (B)(6) 2012, the surgeon removed the mesh per pt request. Our sales rep who was in the case, reported that the surgeon stated, the mesh was intact "without defect". The surgeon placed a ventralight mesh to prevent a hernia recurrence.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the info provided, no device failure has occurred. The pt underwent explant per request where the surgeon reported the mesh was intact "without defect". A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Medical records have not been provided, however, with the surgeon report of no defect found in the mesh and the removal was performed by request of the pt, it appears no device failure has occurred. If add'l info is provided, a supplemental report will be submitted.